Event description:
Skin irritation/breakdown was noted around the enteric tube external skin disc (has happened on multiple patients) the skin irritation/breakdown may occur with the uneven pressure distribution of the 4 rounded edges/feet on the external skin disc. Three areas of erythema and indentation at 0500, 0800 and 1000 manufacturer response for peg, halyard health peg kit 7180 (per site reporter): they have asked us to keep them informed to what we find.